Manufacturer narrative:
Siemens filed the initial MDR on 14-oct-2021. Additional information (25-mar-2022): siemens reviewed the information provided and found no product problem. Siemens performed follow-ups and verified no recurrence of the event. The cause of a false negative hepatitis c virus antibodies (hcv) result is unknown. No further evaluation of the device was required. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report that a (B)(6) antibody positive control result was (B)(6). The customer informed siemens that patient results were affected and did not provide siemens with the samples or results alleged to be affected. The customer stated that there was no discrepancy between patients and that new (B)(6) patients go unnoticed when they become (B)(6). Siemens is investigating the event.

Event description:
The customer informed siemens that a discordant (B)(6) result was obtained on the advia centaur cp instrument when testing with positive control material. The customer used the same sample and instrument to perform repeat testing and obtained a (B)(6) result. The customer informed siemens that patient results were affected and that initial results were reported to the physician(s). It is unknown if the repeat test results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) result.